Manufacturer narrative:
(B)(4). Event problem and evaluation codes: patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unknown sensor issue occurred. A review of the share logs was performed and signal loss was found within the investigation window. Signal loss over one hour was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.